Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, recurrent error 319 on arm 2. Customer stated that the error returned after system restart. An intuitive surgical, inc. (Isi) (technical support engineer (tse) reviewed logs and confirmed the errors 319 pointing to a faulty arm 2. The tse informed guided caller to disable it to proceed with 3 arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.